Manufacturer narrative:
(B)(4). The covidien technical service engineer (tse) troubleshot this malfunction with the customer over the telephone. The tse recommended replacing the graphic user interface (gui) central processing unit (cpu) to resolve the issue. The repair has not been completed.

Event description:
It was reported that a ventilators display generated a "gui inop" alarm and became blank. There was no patient involvement.